Manufacturer narrative:
The RMA has been returned and evaluated by the failure analysis team. Fa was able to confirm the reported complaint. The cadiere forceps instrument was found to have a broken grip at the grip base. A piece approximately 0.209" x 0.688" was found to be broken off. The broken piece was returned. The root cause of broken instrument grip -tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the cadiere forceps instrument clamped onto a rolled gauze and one of the grasper tips broke off into the patient. The tip was retrieved. The procedure was completed with no reported injury. Follow-up: on (B)(6) 2021, (B)(6)/roco contacted me by email to answer my questions on the complaint. The instrument was inspected before use. The surgeon doesn't know what cause the instrument to break. A grasper instrument was used to retrieve the fragment. A post-op chest x-ray was performed to verify no fragment was left behind and there have been no reports of any injury to the patient post-surgical procedure.